Manufacturer narrative:
The available details indicate that the device displayed the pad and paddle type as "unknown" because incorrect pads (heart start dp pads) were used. After using the correct pads, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a user error. The reported problem is confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the pads and paddle are coming up unknown after 10 mins. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.